Event description:
It has been reported to philips that the device would not start up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was not starting up. Review of the system log file showed that the x-ray pc of this system did not respond. Upon troubleshooting, philips engineer found that the x-ray pc was defective as there is no power to the os disk. To resolve the issue, customer and philips engineer replaced the x-ray pc with new one and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.